Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test. No unexpected occlusions or insulin flow blocked alarm during testing noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was damaged. Customer's blood glucose level was 20.1 mmol/l. Customer also stated that the retainer ring was broken at entrance to reservoir compartment. It was also reported that the insulin pump had insulin flow blocked alarm and reservoir was unable to lock in place. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.